Event description:
Rep reported that the device was revised as a result of suspected infection. Surgeon will implant a new device when the infection has cleared.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.